Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, swelling, and pain. The surgeon reported overgrowth of bone medially and laterally around the tibial component as well as scar, which was removed. He indicated the tibial component popped free of the cement mantle and there was no cement attached to the tibial tray at the cement to tray interface. The surgeon reported minimal central bone loss and mild distal lateral bone loss when removing the femoral component. He noted the patella was centrally tracking and not revised. The patient was implanted with depuy knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019, (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.